Manufacturer narrative:
Device return evaluation was completed . The customer reported leakage issue was confirmed. Device evaluation and inspection found pinhole at the a-rubber (bending, insertion section) causing leakage (waterproof failure). The coating on the connecting tube is peeled off. (Over 1mm2). The video has black scar due to the breakage of charge-coupled device (ccd) unit. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported that there is leakage from the insertion section. The issue found during preparation for use. The device was replaced with similar device and the intended diagnostic procedure was completed with no delay. There was no patient harm, no user injury reported due to the event. Device evaluation found the coating on the connecting tube is peeled off. (Over 1mm2). This report is being submitted for the peeled coating material of the connecting tube found on device evaluation

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the peeling was caused by physical stress. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿preparation and inspection_ inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ this supplemental report includes information added to initial reporter occupation. Olympus will continue to monitor field performance for this device.